Event description:
Customer was contacted through an outreach program to discuss no delivery issues with her insulin pump. Customer stated that last night the device stopped more than five times. She changed her infusion set, reservoir, and the battery. When she rewound and primed, no insulin came out. Customer pushed the insulin through with a plunger and reconnected. This morning, the device alarmed no delivery and she had to push the insulin through with a plunger again before reconnecting. This occurred a few of nights ago. Customer stated currently the device is working properly. Customer's current blood glucose is 369 mg/dl. She treated with the device. She was advised to monitor the issue and call back if needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.